Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1; date of submission 08/11/2017. The device has been returned and evaluated by product analysis on 07/18/2017 with the following findings. Visible moisture corrosion was observed in the battery compartment. There was a crack in the battery compartment on the left side of the grip pad. A leak test failed due to the battery compartment crack. The pump was opened and no moisture was found inside the pump. Additionally, there was a crack across the top of the cartridge compartment. The cartridge cap still tightens to the pump. Unrelated to the complaint, the display is dim and pink.